Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff was broken while anchoring.

Manufacturer narrative:
Evaluation summary: the sample was received for analysis and the reported issue was confirmed. Visual examination shows that it is extremely contaminated. The product undergo a four hour inflation/deflation test and it is at this stage of the process that any defects are removed from the lot. Examination of the cuff body shows that there are two slits in the main body of the cuff. The most probable root cause is the cuff body came in contact with a sharp utensil or object. If information is provided in the future, a supplemental report will be issued.